Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The baseline morphology is unknown. Currently the proximal neck is highly angulated with some thrombus. The diameter of the proximal neck is 25 - 28.7mm. The aneurysm diameter has increased to 7 cm. It was reported that follow-up CT imaging done approximately 7 years post-implant revealed a stent graft migration with a proximal type I endoleak. The current position of the bifurcated stent graft is approximately 60 ¿ 70 mm distal to the lowest renal artery. Disease progression with aortic neck dilatation likely caused or contributed to the event. Two 36x36x70 endurant ii cuffs were implanted, and the endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine. A review of returned films post-implant show that the stent graft has fallen into sac with a proximal type I endoleak. The proximal neck diameter is approximately 26mm. The neck is angulated approximately 60deg (r-l) and 70deg (a-p). The aaa max diameter is 7cm. The stent graft is patent; no stent graft kinks or occlusion is seen. There is good distal sealing. Images at implant or post-cuff implant were not provided. The anatomy at implant is unknown. The cause of the migration was likely due to disease progression and the angulated neck.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration, endoleak), patient¿s condition affected effectiveness of device (disease progression; aortic neck dilatation and angulation), conclusions: known inherent risk of a procedure (migration, endoleak) device failure related to patient condition (disease progression; aortic neck dilatation and angulation).